Event description:
It was reported by service report that the zoom drive hesitates intermittently. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Communication cable.